Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-mar-2020.

Event description:
The customer reported a touch screen failure. There was no patient involvement.

Manufacturer narrative:
G4: 06mar2020 b4: (B)(6)2020. The fse (field service engineer) evaluated the device and confirmed the reported problem. They also found a battery failure. The service technician replaced the touch screen and the reported problem was resolved. The battery was also replaced. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.